Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: it is possible to determine, the lot number#: 3015889 and catalog number#: 115-203 of the photos provided. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive, as per the investigation procedure, were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.